Manufacturer narrative:
Clarification to d.6a.: january 2015 to december 2020. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Article citation: boopathiraj, nithya, et al. ¿36-month outcomes of standalone kahook dual blade goniotomy compared with ab-interno closed conjunctiva xen gel stent implantation.¿ clinical ophthalmology, vol. Volume 18, pp. 2593¿603. Https://doi.org/10.2147/opth.s473303. Multiple requests for further information have been made. Abbvie has received no response from the authors. The events are a known potential adverse events addressed in the product labeling.

Event description:
Review of the article "36-month outcomes of standalone kahook dual blade goniotomy compared with ab-interno closed conjunctiva xen gel stent implantation" from the journal clinical ophthalmology reported the following xen®45 gts events: 2 eyes experienced an iop spike requiring anti-glaucoma medications; 10 eyes required needling; 1 eye had hyphema; 4 had hypotony; and 19 eyes required additional glaucoma surgery: 2 received bleb revisions; 4 received glaucoma drainage devices; 6 received micropulse laser therapy; and 7 received an additional xen®45 gts. 1 patient did not have 36-month data due to death. This complaint captures the medical events.